Event description:
During infusing for a critically il pt, the infusion pump suddenly alarmed "system error", and immediately shut off. The pt was switched to another pump. The blood pressure had dropped 20 points but returned to normal with the new pump.